Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had a wound on the top of his head that got infected. The patient was taking antibiotics for a week and if the wound did not heal, the patient planned to have the device removed. Additional information has been requested regarding diagnostics related to the infection and the infection's relationship to the device/therapy, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a confirmed infection (B)(6) 2016, and the system was removed (B)(6) 2016. It was noted a new implant was done (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.